Event description:
It was reported that the entire tip of a diamondback 360 coronary orbital atherectomy device (oad) fractured at the crown and came off the driveshaft during orbital atherectomy procedure. The fractured portion was 10mm long. The tip was retrieved with a snare without further complications.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported driveshaft material separation and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the driveshaft material separation and unexpected medical intervention are due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the entire tip of a diamondback 360 coronary orbital atherectomy device (oad) fractured at the crown and came off the driveshaft during orbital atherectomy procedure. The fractured portion was 10mm long. The tip was retrieved with a snare without further complications.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot numbers were not provided.